Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/22/2019. Device evaluation summary: a failed suture needle was received for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and not available: what measures were taken to retrieve the broken piece? No information. Was there any additional tissue damage as a result of searching for the needle piece? No information. At what location was the needle found? No information. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? No information. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a laparoscopic cholecystectomy on (B)(6) 2018 and suture was used. The needle was broken at the swage part during continuous suturing. The broken part of the needle was retrieved. Further details are not provided. There were no adverse consequences to the patient.